Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was not returned for further evaluation. Therefore, root cause was not determined. However, the customer placed an order and part will be shipped. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator had a vent inop (inoperable), motor fault, low peak inspiratory pressure (pip), high rate, and transducer (xdcr) fault during extended systems test (est)/user verification tests (uvt). The customer confirmed that there was no patient associated with the reported event.